Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found a foreign white powdery substance found throughout the blower motor box stemming from the air intake port to the air outlet port. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed evidence of foreign white substance throughout the airway of the device.